Event description:
Information obtained while trending documented complaints indicated and issue with the calf support arm mounting screws backed out of the foot support causing the calf support to fall off. No injury were reported.